Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shuts down and displays reset. It is unk if the pt was connected to the ventilator when the reported problem occurred.